Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
"The literature article entitled, "cementless total hip arthroplasty using the modular s-rom prosthesis combined with corrective proximal femoral osteotomy" written by shin onodera, md, tokifumi majima, md, hiroshi ito, md, takeo matsuno, md, takafumi kishimoto, md, and akio minami, md published by the journal of arthroplasty vol. 21 no. 5 2006 doi:10.1016/j.arth.2005.08.016 accepted by publisher 25 august 2005 was review. The article's purpose was to evaluate the results of tha using srom. The article provides tabled results for 13 patients and 8 cases had adverse events which are captured on individually linked complaints. All patients received implants tha between august 1996 and february 2002. The head was cocr and the cup was depuy ztt-ii cup utilized with screws an at times without cement." This complaint captures a 47 year old female who is noted for distal intra-operative fracture with treatment with wiring successfully.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.